Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was unknown. The customer stated that she received a button error while sleeping. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm during our testing. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, broken battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and missing reservoir tube o ring.